Manufacturer narrative:
An event regarding an assembly issue involving an unknown bipolar centrax head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the returned femoral head is assembled in the bipolar centrax component. Nothing remarkable to report. Dimensional inspection was not performed as the returned head is currently assembled into the bipolar component, which could be damaged when the assembly is taken apart for inspection. Functional inspection could not be performed as the returned head is currently assembled into the bipolar component, which could be damaged when the assembly is taken apart for inspection. Material analysis is not performed as this is not related to material integrity. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details is needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
After the head is attached, the head come off from the stem during bipolar mounting. Bipolar locking is also half locking, and there is a doubt that the head is not fitted properly, another head used and continuing the operation.